Event description:
Information was received indicating that while in use of a smiths medical cadd cassette reservoir, a no disposable alarm was noted on the pump. It was reported that the patient went home but the alarm happened again 7 hours into the infusion. No adverse effects were reported.